Manufacturer narrative:
Qn#(B)(4) the sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports "to simulate the descri ption, guidewire from the set was used to replicate the bronchoscope. Few attempts to insert the guidewire into the main tube through both tracheal and bronchial connector found no obstacle. Therefore complaint could not be confirmed as per reported. In current procedure following spm-p52-062 rev 13, during primary process each tube shall go through tube curving process whereby each of the extruded tube shall be inserted to the former and put into oven of 165 5 c for 8 min. Lumen ID inspection also was conducted with ID inspection gauge with criteria of the ID inspection gauge shall glide easily into lumens without any construction. All rejects shall be culled out and disposed accordingly before product released to next process." The customer did not provide the actual lot number of the device, but did report a potential lot. A device history record review was performed on the potential lot number and no relevant findings were identified. The complaint could not be confirmed. There were no issues found with the returned device. Other remarks: n/a. Corrected data: section d.3.- manufacturer corrected to teleflex medical, athlone, wm.

Event description:
It was reported that while in use on a patient, "the pediatric bronchoscope doesn't go well inside the ett". As a result, the patient was extubated and re-intubated with another ett. Additional information received on 5 may 2023 states that "the patient did not desaturate. There was no harm to the throat nor the superior airway. The problem was the impossibility to confirm proper positioning because the bronchoscope could not enter the tube. The problem did not occur during the intubation, but while verifying proper positioning in the bronchus for surgery. They had to extubate the patients to change the dbl tube to be able to enter the bronchoscope in the tube. Therefore, an extubating process was needed and then reintubation (unnecessary if the problem did not occurred with the left 35 dbl tube".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in use on a patient, "the pediatric bronchoscope doesn't go well inside the ett". As a result, the patient was extubated and re-intubated with another ett. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.